Event description:
It was reported to philips that the allura system was not powering on. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. A philips field service engineer (fse) inspected the system onsite and confirmed that the operating system was faulty. The fse replaced the operating system hard disk and reinstalled the operating system application which resolved the issue, and the device was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed system was unable to power on. Upon functional testing fse found faulty operating system hard disk. To resolve the issue fse replaced operating system hard disk and reinstalled the operating system application. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome.